Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 160-161 mg/dl. The customer reverted to alternate therapy for diabetes management.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges.. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was not impacted by the event.